Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cup impactor handle from a pinnacle core case 48-62mm consignment tray broke during the implantation of the femoral cup (shell). The strike portion of the impactor broke off as surgeon was striking it with a mallet, while performing the final seating of the cup. Both pieces were retrieved. The surgery time was not extended due the broken instrument.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.